Manufacturer narrative:
Follow-up #1 date of submission 06/22/2015-product analysis:the device was returned and evaluated by product analysis on 06/06/2015 with the following findings:the display lens was found to be scratched. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button was difficult to push; no damage was observed.

Event description:
This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.